Event description:
While at receiving hospital, a patient with end stage renal disease and other problems received in-patient diaylsis 6 times. During the patient's first treatment at the clinic, the patient experienced hypotension and shortness of breath. The clinic stopped treatment and called the ems. The patient was dead on arrival at the hospital due to cardiac arrest in november 2002. Reporter's position is that the patient's heart did not tolerate the hemodialysis treatment well. Reporter does not think the psn 210 dialyzer was the problem.